Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter read inaccurately compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The alleged issue began on the afternoon of (B)(6) 2013. The patient claimed she felt high blood glucose symptoms of thirsty and ¿didn¿t feel good.¿ the patient obtained a blood glucose result of ¿170 mg/dl¿ with the subject meter and ¿250 mg/dl¿ with another device, performed within 30 minutes of each other. The patient drank water and administered insulin (amount not specified) as treatment. The patient reportedly felt better a few hours after. The patient also reported another incident which had occurred on (B)(6) 2013. On this day, the patient claimed she felt low blood glucose symptoms of shaky and sweaty. The patient obtained results of ¿115 mg/dl¿ with the subject meter and ¿40 mg/dl¿ with the other device, performed within 30 minutes of each other. At that time, the patient took food as treatment and felt better about 20 minutes later. The patient also obtained results of ¿47 and 42 mg/dl¿ with other back up meters. Based on statistical methodology, the calculated difference of all these reported glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Prior to experiencing her reported symptoms, the patient confirmed her blood glucose was reading within its normal range of ¿90-120 mg/dl.¿ the patient manages her diabetes with insulin pump therapy and metformin pills. The patient denied making changes to her usual management routine. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was for testing. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.